Event description:
Pt tachypneic with increased work of breathing. On exam found et tube was kinked outside of the mouth. Model: 6.0 isis teleflex isis hvt ref: (B)(4); 7.0 isis teleflex isis hvt ref: (B)(4); 7.5 isis teleflex isis hvt ref: (B)(4); 8.0 isis teleflex isis hvt ref: (B)(4). Model: 6.0 isis teleflex isis hvt with stylet ref: (B)(4); 7.0 isis teleflex isis hvt with stylet ref: (B)(4); 7.5 isis teleflex isis hvt with stylet ref: (B)(4); 8.0 isis teleflex isis hvt with stylet ref: (B)(4).